Manufacturer narrative:
Continuation of d10: product ID 977a290 lot# serial# (B)(6) implanted: (B)(6) 2015 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2015 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(6), ubd: 17-sep-2018, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 15-may-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources, regarding a patient implanted with a neurostimulator (ins). It was reported that pt states that she had two devices. She states that one was for her back pain and the other was implanted in her brain. No record in this business unit of two devices. States that the vibration of the unit caused her disc in her l4/l5 area to break. Pt could not recall date of explant or md who performed as it was done in 2018. Pt states that the leads were placed normally for her back pain and if that was the case would never touch the l4/l5 area. Pt appears to have some memory deficits due to her hx of brain cancer and tumor. No further information able to be obtained.

Manufacturer narrative:
H6: upon further review, previously reported fdd (B)(6) has been corrected to (B)(6). Fdd (B)(6) is not applicable to the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.